Event description:
The customer reported a false negative alinity I total b-hcg result on a patient. The following results were provided: (B)(6) 2025, sid (B)(6) = < 2.30 miu/ml, repeat = > 15,000 / autodilution = 27,803.59 miu/ml. No impact on patient management was reported.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the alinity I processing module, 03r65-01, irving, tx in section d of this report to alinity I total b-hcg, 07p51-20, longford, irl. MDR number 3005094123-2025-00032 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported a false negative alinity I total b-hcg result on a patient. The following results were provided: (B)(6) 2025. Sid (B)(6) = < 2.30 miu/ml, repeat = > 15,000 / autodilution = 27,803.59 miu/ml. No impact on patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.